Event description:
It was reported that a new wand was opened and passed to the surgical table; it was connected to the quantum console, then, we started to use it in order to make coagulation in the lateral meniscus of the left knee patient; at the moment of activating the wand with the pedal, it burn the cartilage of the patient. Doctor asked to lower the coagulation level that is predetermined in the console, but at this moment, we noticed that the rf wand looked brown and it was releasing particles inside the patient's joint. No delay or patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.